Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances with a value greater than 200 ohms in the right ventricular (rv) channel. Subsequently, the impedance vector was reprogrammed which lowered the impedances to approximately 92 ohms. This ICD remains in service. No adverse patient effects were reported.